Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the capsule was already on the patient¿s esophagus, the recorder displayed an error message ¿the main battery has failed¿. The recorder worked correctly during the previous procedure. A repeat procedure was scheduled after a month. There was no patient and user harm.